Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the endophthalmitis, vision blurry/decreased-not otherwise specified, additional medical/surgical intervention, inflammation-conjunctivitis, and iritis complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had endophthalmitis. Additional information has been requested, received and stated post lens implantation patient complained of blurry vision, duration constant, timing gradual onset and progressive. Noted infection and diagnosis was endophthalmitis. No cultures were performed. Conjunctival inflammation was less than 1+, 3+ aqueous cell, aqueous fibrin was present. No hypopyon. Post op onset was less than 14 days. The surgeon was unsure if any company product caused or contributed to the event. Intravitreal antibiotics injected (vancomycin, ceftazidime). It was stated that at follow up, the affected eye significantly improved, and the infection was reacting well to antibiotic injection.